Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2016. Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing severe pain at low back with weakness radiating to the legs and had worsened since the previous revision. It was determined that one of the leads coiled up and caused pressure in the muscle near the anchor. The patient underwent a revision wherein the physician placed the lead to its original position. The patient was reportedly doing well postoperatively.